Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient had to miss 2 days of work due to low blood glucose levels and needed to be hospitalized. The patient stated they do not have details or values.